Manufacturer narrative:
When the sample is returned, an investigation will be completed and a follow-up report filed. (B)(4). Date submitted: 06/21/2010.

Event description:
"The tube is broken between the cannula and the y connection." "Blood exposure for the operator."